Event description:
Related manufacturer reference number:3006705815-2022-16559. It was reported that the patient's lead was explanted on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempt was made to obtain complete event information. Further information was requested but not received.